Event description:
It was reported the customer was hospitalized due to high glucose of 583 mg/dl. It was stated that the customer received multiple no delivery alarms. Troubleshooting was performed. The time/date and settings were correct. Reviewed the alarm history and found the alarms. Ran a fixed prime and high pressure test, and they passed. Days later, the customer called and stated that the hosp believes she has an infection, but they could not find it. The customer still was in the hosp, and they were not able to control her high blood glucose level. She stated that her glucose level was normal when she woke up and had breakfast at noon. By this time, her blood glucose meter was reading high, and she did a bolus of 10.0 units, but her glucose was still high. Attempted to deliver another bolus of .0 units, but the device did not allow her. Then she delivered 3.0 units, and the device alarmed no delivery. The customer changed the infusion set and tested again. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.